Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges the piston rod of the pump is bent. Caller alleges incorrect insulin delivery due to bent piston rod. Caller reported being hospitalized due to hypoglycemia as the result of erratic blood glucose levels; treatment received was not provided. Requested return of the alleged device for evaluation.